Event description:
It was reported that the wand was clogging and would not ablate. The procedure was successfully completed using a competitive device. No patient injury or other complications were reported.

Manufacturer narrative:
Visual inspection under magnification showed minimal electrode wear with a trace amount of dried blood/tissue present on the electrodes. There were no manufacturing abnormalities visually observed with the returned wand. Functional testing concluded that saline flowed through-out the suction line without hesitation; therefore, the complaint could not be verified. The root cause could not be determined with confidence as several factors could have contributed to the reported event. It is possible that the suction line was not properly connected or the suction pressure at the customer¿s facility may have not supplied enough pressure in order to excavate blood and tissue. There were no indications during manufacturing record review to suggest the device did not meet product specifications upon release into distribution.